Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6) 2013 that the broken pin of the dynamic locking screw 5.0 mm was recognized during standardized, planned implant removal after uneventful/ successful healing in the femur. It was further reported that during the surgery the operating surgeon tried to remove the screw without success. The portion of screw remains in the body. This is report 1 of 1 for complaint (B)(4). This report is for unknown locking screw.

Manufacturer narrative:
Device was implanted on the unknown date of 2012. Device is unknown part and unknown lot number. The involved screw is 5 mm (part no. 09.223.0xxs). Investigation could not be completed and no conclusion could be drawn as no device was returned. A review of device history records was not performed the lot number was not provided. Placeholder.